Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016 merge healthcare was notified that this customer's eyestation was not able to capture images. As a result of the malfunction, the customer was not able to scan patients for over 24 hours, which could potentially lead to a delay in diagnosis or treatment. The product is now functioning as expected because merge healthcare was able to send the customer replacement computer hardware.

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 02/12/2016 troubleshooting efforts between the customer and merge technical support included sending a loaner system for use. The root cause was found to be related to CAPA qs-103430 and recall z-1142-2017. Upgrading the firewire to legacy mode on the dell t1700 capture station resolved the issue. (B)(4).